Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the handle on the device locked and would no longer open. Tissue on both sides of the jaws was excised in order to remove the device. There was no bleeding, no tissue damage and no pt injury.